Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9) occurred with multiple cartridges. Reportedly, the customer filled the cartridge with 300 units. Additionally, the customer's fill estimate was inaccurate after loading a cartridge with insulin and was not seeing drops of insulin exit the end of the tubing. There was no impact to the customer's blood glucose level. Recommendation was made to obtain back up therapy as the customer did not have extra supplies to load a new cartridge.